Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient this all started with their blood sugars going high over 400 mg/dl. They tried to bolus several times and stated this had no effect. Then the patient stated they became incoherent and fell over and then an ambulance was called for them. At the hospital the patient stated they were told by the medical professionals their blood sugar levels were at 30 mg/dl and was diagnosed with hypoglycemia. The patient stated they were treated with a tube of glucose and they gave the patient orange juice and peanut butter in a sandwich. Patient was released the same day.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin as intended.